Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles in the infusion set tubing. The user primed the tubing to successfully remove the air bubbles. The user's blood glucose level was 189 mg/dl.